Manufacturer narrative:
Device evaluated by MFR: the device has been received for analysis; a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked, positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material. The balloon tear extended from the proximal end of the proximal markerband to the proximal end of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-07894 and 2134265-2015-07895. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 10/4.00 flextome cutting balloon monorail was selected to dilate the target lesion. However, upon the first inflation at 6atm for 30 seconds, the balloon ruptured. The device was completely removed from the patient. Another 10/4.00 flextome cutting balloon monorail was used, however, the second balloon catheter also ruptured on the second or third inflation at 6atm. The device was removed from the patient completely. Then another 10/4.00 flextome cutting balloon monorail was used however, upon the second inflation, the balloon ruptured. The device was removed from the patient completely. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-07894 and 2134265-2015-07895. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 10/4.00 flextome¿ cutting balloon¿ monorail was selected to dilate the target lesion. However, upon the first inflation at 6atm for 30 seconds, the balloon ruptured. The device was completely removed from the patient. Another 10/4.00 flextome¿ cutting balloon¿ monorail was used, however, the second balloon catheter also ruptured on the second or third inflation at 6atm. The device was removed from the patient completely. Then another 10/4.00 flextome¿ cutting balloon¿ monorail was used however, upon the second inflation, the balloon ruptured. The device was removed from the patient completely. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.